Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. The reason for reoperation is: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on valve bond edge assessed as an unidentified (tear) opening. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ yellow particles observed inside the device.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Device has been explanted and replaced.